Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple of the same cartridge alarms occurred during insulin delivery. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided.the customer reloaded the cartridge and reset the pump and also used manual injections for insulin therapy to address bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm keeps recurring but was able to resume insulin therapy. Cts did not assist customer in loading a new cartridge as customer did this already however cts assisted with following proper load technique.cts went over the loaner pump process.